Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was confirmed per the x-rays which found screws backed out of the soft tissue. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 14-405065, ti-dble lead cort 5.0x65mm scr ia5.0x65mm, lot # 682400; catalog #: 14-405085, ti-dble lead cort 5.0x85mm scr ia5.0x85mm, lot # 438150. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00858, 0001825034-2021-00859.

Event description:
It was reported the patient underwent a procedure approximately 9 months ago. Subsequently, the patient was revised due to pain and a screw backed out about a month ago. Attempts have been made and additional information on the reported event is unavailable at this time.